Event description:
The customer reported to olympus that there was a no image issue when using the 180 series evis exera ii ultrasonic bronchofibervideoscope during a diagnostic navigational bronchoscopy, ebus. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, a root cause for the reported suggested event could not be established. Olympus will continue to monitor the field performance of this device.